Event description:
An elderly male patient presented with malignant neoplasm of the prostate. He was scheduled for a laparoscopic robotic-assisted radical prostatectomy. Vessel sealer alarmed because the blade was exposed. Another vessel sealer was used and also did not work. Slow and patient dissection with the bipolar maryland dissection on the left side and the unipolar scissors on the right side were used. The procedures were finished with no further complication or patient harm.